Event description:
Patient intubated in 2006. Dale stabilock applied. Endotube moved from right to left corner of mouth routinely until the day before the event date, at 15:00 endotube then moved to the right incisor area for four hours; then to the middle of the mouth for three and one half hours; then to right incisor area for four and one half hours; then to back right corner of mouth at 7:15 on the event date. Prior to the event, at 11:30 am, patient noted to have open areas. One area on outer lip that was 2cm x 2cm and reddened. Another area on inner lip was 3cm x 2cm blackened area. Dale stabilock discontinued and another holder applied. Patient expired the next day unrelated to lip wounds.

Manufacturer narrative:
The instructions state to support the ventilator tubing to prevent inadvertent pressure to the upper lip. The ventilator tubing support might not have been positioned correctly to distribute the weight of the tubing to keep the stabilock in its correct position.